Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date, the device was programmed to deliver an unspecified in the pca + continuous mode, at a 0.2mg/hr rate, with a 0.2mg pca dose, a 10 minute patient lockout, and a 6mg 4 hour limit. The customer contact stated, "according to the nurses the pump was programmed to deliver 6ml in 24 hours and delivered 6ml in 4 hours." There were no reported adverse patient effects. No medical interventions were required. The pump was removed from clinical service and sent to the biomedical departme0nt. Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.